Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the keypad was intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/30/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/11/2014 with the following findings: the keypad cover was intact and all of the keypad buttons responded intermittently. The keypad cover was removed and contamination was found under all of the button contacts. Unrelated to the display issue, the battery compartment was cracked from threads to the seal case and the display was dim/fading/reddish. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.